Event description:
A surgeon reported, thin microscopic blue fibers present in the anterior chamber of some pts. In some cases, the fibers were removed during the initial procedure. In other cases, the fibers were seen during pt follow-up. Some pts presented with inflammation and some required a second procedure to remove the fibers. The surgeon believes that these fibers may come from the drape supplied in the custom paks. Additional follow-up info has been requested.

Manufacturer narrative:
The pt drape and the paper wrapper used around the custom pak were returned for evaluation. Visual inspection of the samples showed no abnormal amount of linting. The suppliers have been informed on this complaint and samples have been forwarded to them for further investigation. A review of the complaint history showed no trend for this complaint, item and contact number over period of three yrs. Due to the nature of the material, fibers may be present. Precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye.